Manufacturer narrative:
Citation: rasmussen k, et al. Repeat pregnancy after prior aortic valve-in-valve replacement: a cautionary tale. Clin med res. 2020 dec;18(4):153-160. Doi: 10.3121/cmr.2020.1554. Epub 2020 sep 2. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a female patient with who underwent implant of a 27 mm medtronic freestyle bioprosthesis at (B)(6) years of age to treat congenital aortic valve disease. The patient presented in her late 20s at 12 weeks gestation with symptomatic severe stenosis and degeneration of the freestyle. Subsequently, transcatheter valve-in-valve replacement was performed with a 26 mm medtronic evolut r, which resolved the aortic stenosis and unspecified symptoms. The remainder of the pregnancy was uneventful, and the patient delivered a healthy infant by cesarean delivery. No unique device identifier numbers were provided. No additional adverse patient effects or product performance issues directly attributed to medtronic product were reported.